Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl with no symptoms of hyperglycemia. The patient remained on the pump at the time of the call. There was no indication that the patient received any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had put the incorrect time and date into the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of use error.